Event description:
A pt reported experiencing inaccurate high results with a one touch profile meter. The pt's blood glucose results were 188 mg/dl on their meter and 144 mg/dl on the lab. Tests were done within 10 minutes with a difference of 31%. Pt did not experience any adverse events. Check strip test and control solution tests both passed on the meter.